Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited an out of range intrinsic amplitude measurement, resulting in a yellow alert in the remote monitoring system. It was noted the alert was recorded august 3, but was not transmitted until september 4. The presenting egm showed appropriate device function and the trend data showed the lead was stable. Additional information was received. The atrial intrinsic amplitude continues to be low, out-of-range at 0.4mv, with no undersensing observed as the sensitivity was programmed to 0.4mv. However, oversensing of noise was observed on the atrial lead, which resulted in an inappropriate atrial tachy response (atr) episode. No adverse patient effects were reported. The ra lead remains implanted and in service.